Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown matrix wave screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix wave screw fell out while a patient was brushing her teeth. The patient had the matrix wave device implanted approximately three weeks ago after a motor vehicle accident/subcondylar ramus fracture. There is no plan for a revision at this time; the device needs to remain implanted for two more weeks. This report is for one unknown matrix wave screw. This report is 1 of 1 for (B)(4).